Event description:
It was reported that during the procedure in the heavily calcified left common and internal carotid arteries, the acculink stent was advanced into the patient anatomy. The acculink was intended to cover two lesions; however, during deployment, the stent moved forward and did not cover both lesions as intended. A second stent was then advanced to cover the remaining lesion with good final results. No additional information has been provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.